Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on 12/28/2023.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the abdomen. The patient experienced an unknown sensor issue which occurred on an unspecified day after the sensor had been inserted into the abdomen. The patient reported that about two weeks ago, the date of event is an approximation. On 11/16/2023, she had a continuous glucose monitor (cgm) reading of 48 mg/dl, the patient was vomiting, and eventually lost consciousness. The patient stated she did not recall if the device alerted when she was going low. The patient noted that she is partially blind and lives along with her two dogs. The patient was using an ¿automated human machine¿ to seek help when needed. The patient pressed this button before passing out for help. The patient regained consciousness as the paramedics were there. Emergency medical service (ems) treated the patient with an unspecified IV. No cgm or blood glucose (bg) meter values could be recalled. However, the patient stated the bg meter reading taken by ems ¿was very close to¿ the patient¿s cgm reading. After ems treated the patient, she drank orange juice, ate a cracker, and a meal from ¿meals on wheels¿. The patient was not transported to the hospital. The patient was feeling okay at the time of the report. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.